Event description:
A home pt contacted baxter's technical service center for assistance during the initial drain cycle of her automated pertioneal dialysis therapy. Reportedly, the home pt left the clamp closed on the pt line of the homechoice set during the priming cycle. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's corporate product surveillance will attempt to ensure that proper procedures be reviewed with the home pt.